Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was charged fully from its hibernation and regained its functionality after being charged. Impedance measure by remote control and reveal no anomalies. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient had inadequate stimulation due to high impedance. Reprogramming was done and was able to cover stimulation in the foot. The patient underwent an explant procedure and the explanted ipg was returned. No further information has been obtained despite good faith efforts.